Event description:
The events in this report are from an article published in the october 2000 pace supplement. The article summarizes device experience as described in the danish pacemaker registry. Because the devices are not identified by serial number, we are unable to ascertain the actual device manufacturing sites, manufacturing dates or if the events have been previously reported. 4003: no capture 6932: damaged/cracked/cut insulation ksr401: alleged malfunction 7223cx: connector/terminal post problem